Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. The device functionality was bench tested and no anomaly was detected. Based on this information, there was no evidence of device malfunction.

Event description:
It was reported that the patient¿s pulse generator was explanted and replaced due to premature battery depletion. It was noted that the device had reached elective replacement indicator. No adverse consequences to the patient were reported. The patient was stable post procedure.